Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining 6 erroneous generated creatinine results without flag while using a lot upon which calibration had not been performed. Erroneous results were not reported out of the laboratory. Two creatinine reagent lots ((B)(4)) were on-board the au2700 analyser. Lot (B)(4) has been placed on the instrument (B)(6) days ago. Lot (B)(4) was placed on board before and after lot (B)(4). On (B)(6) 2011, the au switched from lot (B)(4) to lot (B)(4) but the instrument did not calibrate lot (B)(4). Therefore sample results were obtained from lot (B)(4) using the calibration of lot (B)(4) without alarm. The customer was alerted due to on board stability of lot (B)(4) had expired during the run and the creatinine results for new samples had flag generated. Investigation is on going. Bec is waiting the receipt of the hard drive from the analyser to perform detailed investigation. Creatinine: product number: (B)(4), lot number: 1823, expiration date: 01/05/2012, manf. Date: may / 2011. Creatinine: product number: (B)(4), lot number: 1742, expiration date: 01/04/2013, manf. Date: april / 2011.